Event description:
The customer reported via phone call that the insulin pump alarmed button error during a bolus attempt and had an unresponsive keypad. The customer stated that two battery changes did not resolve the issue. The customer's blood glucose was 86 mg/dl. She noted that the insulin pump may have been exposed to sweat while she was walking. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent act button response due to corroded keypad traces. No button error alarm during our testing. The insulin pump has cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window and scratched reservoir tube window.